Event description:
The pt was revised due to osteolysis and some poly wear.

Manufacturer narrative:
The depuy warsaw research fellow examined the submitted device and confirmed polyethylene wear. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.